Event description:
The customer reported an error with their continuous glucose monitor, known as cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing instructions for a pump reset, which resolved the issue, allowing the customer to successfully start a new sensor session.